Event description:
It was reported that the patient with this tactra device developed an infection on the right side. A surgical procedure was performed to remove the right rod and allow the patient to heal. No device issues and no additional patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2025 was used as an estimate, since it was reported that the infection started in (B)(6) 2025.

Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. The exact event date was not available, therefore the date 02/01/2025 was used as an estimate, since it was reported that the infection started in (B)(6) 2025.

Event description:
It was reported that the patient with this tactra device developed an infection on the right side. A surgical procedure was performed to remove the right rod and allow the patient to heal. No device issues and no additional patient complications were reported.